Manufacturer narrative:
(B)(4). Batch record review: lot 9l01750 was manufactured on 11/13/2019 in the line convex 2 pc (ost), with a total of (B)(4) ea. A batch record review was performed on 11/20/2020 to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: a few photographs were provided and confirmed that the layer exposed issue is occurring due to the mass off center. For this matter, a separate investigation was raised, in which the problem was studied. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under a previous investigation. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan (B)(4). Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that after changing the skin barrier, it was obvious that the moldable material had melted and showed the plastic sheet that had rubbed on his stoma gut at different times. The product was used and photographs depicting the issue were received from the end user.